Manufacturer narrative:
All of the buttons on the insulin pump responded properly. No button anomalies were noted. However, slight moisture traces were found at keypad traces. The insulin pump had a cracked case at display window corners and battery tube threads, and minor scratches on the display window.

Event description:
It was reported that the customer blood glucose was 112 mg/dl. Caller stated that the customer's insulin pump was not working correctly. The keypad has issues and the b button was not responding. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.